Manufacturer narrative:
The field service engineer also performed a general module check. The investigation determined the event was caused by a maladjustment or contamination. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 80961701 with an expiration date of 31-mar-2025. The reporter stated that a whistling noise could be heard by the cuvette rinse station. The field service engineer (fse) inspected the module and found the cleaning tube for the rinse station was cut. He then replaced the tube. He verified the analyzer's performance by controls with acceptable results. The investigation is ongoing. E1 initial reporter email address: (B)(6).

Event description:
The initial reporter received questionable cobas integra creatinine plus ver.2 assay results from several patient samples tested on the cobas 6000 c501 module. Sample ID #(B)(6) initial result was reported outside the laboratory and disputed by the doctor prompting the rerun of the patient samples. The patient samples were initially run in the morning and were reran in the afternoon. The reporter was able to provide the following patient samples with discrepant results: sample ID #(B)(6). The initial result from the module was 6.58 mg/dl. The repeat result from another module at 12:11 pm was 1.12 mg/dl. Sample ID #(B)(6). The initial result from the module was 1.95 mg/dl. The repeat result from another module at 11:29 am was 0.88 mg/dl. The repeat result from the module at 11:45 am was 0.88 mg/dl. The repeat result from another module at 1:31 pm was 0.88 mg/dl. Sample ID #(B)(6). The initial result from the module was 1.5 mg/dl. The repeat result from another module at 1:36 pm was 0.69 mg/dl with a data flag. Sample ID #(B)(6). The initial result from the module was 0.77 mg/dl. The repeat result from another module at 1:53 pm was 1.72 mg/dl with a data flag. Sample ID #(B)(6). The initial result from the module was 1.97 mg/dl. The repeat result from another module at 12:21 pm was 0.62 mg/dl with a data flag. Sample ID #(B)(6). The initial result from the module was 9.85 mg/dl. The repeat result from another module at 12:11 pm was 0.78 mg/dl. The repeat results were deemed valid.